Manufacturer narrative:
(B)(4). Batch #t5er85. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage, and with one cartridge reload loaded on the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which led to the device not been able to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the device become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted.

Event description:
It was reported that during a semi-open pneumonectomy, the knife moved forward all the way but did not return to home position at the first firing. The device was used on the blood vessel. The manual override lever was used to release the device. The deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.